Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mildly tortuous and non-calcified right coronary artery (rca). A 4.00x20mm promus element &#10244;rug-eluting stent was advanced to treat the lesion however, it was noted that the stent was dislodged in the radial artery. An attempt to retrieve the dislodged stent was made, but was unsuccessful. The physician then deployed the dislodged stent in place. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.